Manufacturer narrative:
Continuation of d10: product ID envpro-16-c; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a. Product ID ls-envpro-16-c; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, electrocardiogram (ECG) showed left bundle branch block (lbbb) and first degree atrio-ventricular block (avb). No treatment was reported and both the lbbb and avb resolved on discharge ECG. No adverse patient effects were reported. Additional information was received that mild central and paravalvular aortic regurgitation were noted via echocardiography following valve implant. No treatment was reported. No adverse patient effects were reported. Additional information was received that a year following the implant, transesophageal echocardiogram (tee) showed moderate aortic regurgitation. No treatment was reported. No adverse patient effects were reported. Additional information was received that following the valve implant, thrombocytopenia and anemia secondary to acute blood loss occurred. Prior to the valve implant, the patient¿s platelet count was 172, hemoglobin was 14.4, and hematocrit was 44.3. After valve implant, the platelet count dropped to 114, hemoglobin to 102, and hematocrit to 31.3. The platelet count was 140 at discharge. Thrombocytopenia and anemia were noted to be resolved approximately six months later with a platelet count of 169, hemoglobin of 14.1, and hematocrit of 44.4. Per the physician, there was a causal relationship between the implant procedure and the anemia, but the procedure and valve were not related to the thrombocytopenia. Additional information received indicated that approximately 6 years and 9 months following the implant of this transcatheter valve the transcatheter valve hospitalization occurred as result of severe aortic insufficiency. Diagnostic testing occurred. Paravalvular leak (pvl) and central regurgitation were reported. Two days later, the transcatheter valve was explanted and replaced with an unspecified surgical aortic valve. A coronary artery bypass graft (CABG) was also performed. The aortic insufficiency resolved the date of the valve intervention. The hospital discharge occurred 8 days following admission.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, electrocardiogram (ECG) showed left bundle branch block (lbbb) and first degree atrio-ventricular block (avb). No treatment was reported and both the lbbb and avb resolved on discharge ECG. No adverse patient effects were reported. Additional information was received that mild central and paravalvular aortic regurgitation were noted via echocardiography following valve implant. No treatment was reported. No adverse patient effects were reported. Additional information was received that a year following the implant, transesophageal echocardiogram (tee) showed moderate aortic r egurgitation. No treatment was reported. No adverse patient effects were reported. Additional information was received that following the valve implant, thrombocytopenia and anemia secondary to acute blood loss occurred. Prior to the valve implant, the patient¿s platelet count was 172, hemoglobin was 14.4, and hematocrit was 44.3. After valve implant, the platelet count dropped to 114, hemoglobin to 102, and hematocrit to 31.3. The platelet count was 140 at discharge. Thrombocytopenia and anemia were noted to be resolved approximately six months later with a platelet count of 169, hemoglobin of 14.1, and hematocrit of 44.4. Per the physician, there was a causal relationship between the implant procedure and the anemia, but the procedure and valve were not related to the thrombocytopenia. Additional information received indicated that approximately 6 years and 9 months following the implant of this transcatheter valve the transcatheter valve hospitalization occurred as result of severe aortic insufficiency. Diagnostic testing occurred. Paravalvular leak (pvl) and central regurgitation were reported. Two days later, the transcatheter valve was explanted and replaced with an unspecified surgical aortic valve (sav). A coronary artery bypass graft (CABG) was also performed. The aortic insufficiency resolved the date of the valve intervention. The hospital discharge occurred 8 days following admission. Additional information was received to report the patient presented to the emergency department with complaint of chest pain. The patient underwent a cardiac workup at that time and was admitted to hospital with a non-st-elevation myocardial infarction. Tee showed impingement of the right ostial coronary artery (rca) by the bioprosthesis was noted on right/left heart catheterizationwhich caused a 95% stenosis and moderate-severe central aortic regurgitation; a saphenous vein graft to the rca was performed. In addition, a modified maze procedure was performed. The implanted sav was a non-medtronic device.

Manufacturer narrative:
Updated data: b5, h6, additional codes. Corrected data: e. Initial reporter's email was inadvertently omitted from the initial 3500a medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.